Manufacturer narrative:
The customer¿s test strips were requested for return but are not available to be returned. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for one patient tested with a accu-chek inform ii meter serial number (B)(4). At 5:03 am, the patient's glucose result was 327 mg/dl. At 5:06 am, the patient's glucose result was 186 mg/dl. Reporter said they believe the issue was operator error, they are going to educate the operator and put the meter back into service.